Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the bottom edge of the bag. This issue was identified during visual inspection in the compounding pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: may 16, 2022 - may 18, 2022. H10: the device was received for evaluation. Visual inspection was performed and observed a tear at the lower left side edge. Functional testing was performed using tap water which identified a leak only at the lower left side near edge of bag. Additional magnified inspection observed a tear/hole in the lower left side near the edge at the back side of the container where the leak was noted. The reported condition was verified. The cause of the condition could not be determined; however, the possible causes of a tear/hole found with nonconforming product include damage sustained during compounding, transport or customer handling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.